Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 4 devices were received for evaluation. 4 events were confirmed during testing. 4 devices were found to be affected by disassembly and missing components. 2 devices were available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device disassembled. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device disassembled. 3 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 1 device was available for evaluation but has not yet been received. 1 device was not available to stryker for evaluation. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.